Manufacturer narrative:
Reported event of catheter difficult to remove. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was implanted to treat a 2cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. Reportedly, the stricture was due to pancreatic cancer in the distal end of the bile duct. According to the complainant, during the ercp procedure the physician fully deployed the wallflex biliary rx stent. However, upon removal of the delivery system the physician noted that the stent was attached to the delivery system and the stent had become stuck to the elevator of the scope. The wallflex biliary rx stent was removed from the patient with the scope. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.